Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that suspected externalized conductors were noted during device change due to normal eri. No electrical anomalies were noted and the lead remains implanted. Patient was stable after the event.